Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip broke off from yankauer during procedure. The tip broke off due to a surgical tool hitting the yankauer which caused the tip to break. The piece was recovered from the patient.

Manufacturer narrative:
Submission date: (B)(6) 2018. An investigation was performed for the reported customer complaint: ¿the customer reported that the tip broke off from yankauer during procedure. The tip broke off due to a surgical tool hitting the yankauer which caused the tip to break. The piece was recovered from the patient.¿ a review of the device history record (DHR) for the reported lot number 1719236564 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. No deficiencies were recorded relating to this customer report or involving the specified lot number. A review of changes to product, process, and packaging has been conducted identifying no affecting changes related to this reported event. During manufacturing, control mechanisms are in place to prevent the occurrence and acceptance of the reported condition during the molding, printing, assembly and packaging processes. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. While no deficiencies were found, a production notification was issued to ensure awareness of the condition reported by the customer. The actual device was not returned for evaluation. Three (3) samples, without original packaging or identifiable lot number, were provided from the customer. A visual examination of the samples noted breaking in the section of the windows. The reported customer complaint is confirmed. The root cause can be attributed to a misuse by the end user. At this time, there is not enough information to warrant further action. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.